Event description:
It was reported that stent dislodgement occurred. The diffused target lesion was located in left anterior descending artery (lad). A 2.50 x 24 synergy drug eluting stent was selected for use in percutaneous coronary intervention (pci). However, during preparation, it was found that the stent was dislodged. The procedure was completed with another of same device. The patient was stable and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 24mm stent delivery system as returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were pulled distally. The undamaged stent outer diameter was measured, and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent dislodgement occurred. The diffused target lesion was located in left anterior descending artery (lad). A 2.50 x 24 synergy drug eluting stent was selected for use in percutaneous coronary intervention (pci). However, during preparation, it was found that the stent was dislodged. The procedure was completed with another of same device. The patient was stable and there were no patient complications reported.